Event description:
Smartsite infusion set care fusion disconnected at top part of pump segment during rituxan infusion. Infusion was flowing for 2.5 hrs before the alaris pump signaled air in line. Upon inspection the tubing was separated at top of pump segment. Tubing had to be wasted due to nature of drug.